Manufacturer narrative:
The reported problem was confirmed. The proximate cause of the report of failing preventative maintenance was determined to be due to corroded right and left iui connectors. The issue was reported as a maintenance issue. The proximate cause of the door assembly with keypad issue was reported as an electrical issue.

Event description:
It was reported that device failed for patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of a failed preventative maintenance was confirmed during the service repair process. There was no reported patient involvement. This device is used for therapeutic purposes.